Manufacturer narrative:
Consumer provided insufficient information to further investigate the consumer complaint. Also we are unable to validate the complaint a no picture or product was returned for verification.

Event description:
Bristle fell out into the consumer's throat while brushing her teeth. Reporting on behalf of (B)(6). See also cases: (B)(6).